Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that the tensile strength requirements of the suture bridge are specified. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix flex´s silk broke while it was being pulled. Both implants were left secured in the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.